Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found the plug of the applier had dropped off which caused the metal to drop into the patient's body. The metal was removed from the patient. The patient condition is unknown at this time.

Manufacturer narrative:
(B)(4). All instruments that have been returned are all working fine and none of the components are missing. However, the instrument that potentially caused the issues have not been returned. To provide a detailed investigation we need the instrument back that potentially caused the issue. Without having the instrument back we are not able to determine in which area the issue is related. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The doctor found the plug of the applier had dropped off which caused the metal to drop into the patient's body. The metal was removed from the patient. The patient condition is unknown at this time.